Event description:
While in use on an unconscious pt a ventilator machine shut itself off, stopping all supply to an unconscious pt. Respiratory therapy tech at nearby bed heard ventilator make noises associated with attempts to restart on battery power. Tech quickly respired pt, placed different ventilator machine on pt. Pt was not harmed. Ventilator power cord was plugged in to wall electrical outlet, no facility elelctricity supply problems known. Ventilator normally has no need to bring battery on line when wall power supply not interrupted. Machine exhibits a "hard" electronic failure, condition not intermittent. Testing for cause in progress.